Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the patient was in for a device check, telemetry could not be established and there was no tone when a magnet was placed. Pacing was noted from the device on an external telemetry strip. The device had been checked approximately four months earlier and had a projected longevity of 1 year at that time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.